Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 123 mg/dl. Customer reports they were unable to clear the alarm. Troubleshooting was performed. The product will be returned for analysis.